Manufacturer narrative:
The device was not returned for evaluation.  The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. The event date is unknown.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.